Manufacturer narrative:
The report indicated that a screw guide wire was left in a delta extend patient following a delta extend reverse shoulder arthroplasty. Dr. (B)(6) did not plan to initially remove the wire as he felt it did not pose a risk to his patient, and he planned to continue to monitor the patient. The wire had subsequently been removed during a secondary procedure to remove the ac joint. Dr. (B)(6) reports that the reverse shoulder procedure was successful. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The report indicated that a screw guide wire was left in a delta extend patient following a delta extend reverse shoulder arthroplasty. Dr. (B)(6) did not plan to initially remove the wire as he felt it did not pose a risk to his patient, and he planned to continue to monitor the patient. The wire had subsequently been removed during a secondary procedure to remove the ac joint. Dr. (B)(6) reports that the reverse shoulder procedure was successful.